Event description:
(B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and the index procedure were performed. Target lesion was located in the first obtuse marginal (1st om) with 99% isr and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre dilatation and placement of a 2.25 x 24mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with 4-5 days history of chest pain and was hospitalized on the same day. Coronary angiography was performed and revealed 95% isr in the previously placed 2.25 x 24mm promus element¿ plus stent in 1st om. The lesion was treated with balloon angioplasty and placement of a 2.5 x 22 mm and a 3.0 x 22 mm non-bsc stents resulting in 0% residual stenosis. On the same day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).